Manufacturer narrative:
Info has been forwarded to the mfg facility for eval. Results of the investigation are pending. A follow-up report will be filed.

Event description:
Nebulizer's heater power cord overheated at the stain relief to the degree heavy smoke and occasional sparks were emitted. Some smoke was entrained into the pt's air supply, but it was very brief and no adverse consequences occurred. Witnesses were present when the problem occurred and acted quickly to turn off and removed the heater.